Manufacturer narrative:
Pump was received with blank display due to cracked and bleeding on lcd glass. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack screen due to hitting it to chair. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.